Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with loss of capture (loc) suspected. Ts discussed available programming options. At a later date, this rv lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.